Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The suspect device has not been received by carefusion.

Event description:
The customer reported vent inop (inoperable), motor fault, circuit disconnect, low pip (peak inspiratory pressure), low ve (minute ventilation) alarms while using the vela ventilator. The customer reported no gas delivery. The customer reported crosschecking the alleged faulty turbine with a known good turbine, and the suspect device was working satisfactorily. The issue occurred during pre-use testing. The customer reported no patient involvement associated with this event.